Event description:
It was reported that the device was double counting events on the ventricular channel. As a result, the patient received hv therapy and an increase in capture thresholds was observed. A lead dislodgement was confirmed. The lead was repositioned.

Manufacturer narrative:
Na